Event description:
It was reported, the patient had lymphedema and the swelling was around the pump area so they explanted the pump. The swelling around the area was due to the disease process. The event was reported as unrelated to the pump and catheter. The pump was explanted so the patient was not receiving effective therapy. The overall outcome of the event was not reported. The pump was initially reported to have contained baclofen, but additional information reported the pump contained dilaudid.

Manufacturer narrative:
Product ID 8578, lot# hg03ctr02, implanted: 2014 (B)(6), explanted: 2015 (B)(6); product type accessory product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter product ID 8590-1, lot# n128429, implanted: 2007 (B)(6); product type accessory. (B)(4).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via operative notes on 14-dec-2016. The patient¿s medical history included chronic pain. The indication for pump use was non-malignant pain, phantom limb pain, and other chronic/intractable pain (trunk/limbs). The patient presented to the emergency department on (B)(6) 2015 with purulent drainage from the pump incision. The patient was admitted with a primary diagnosis was abdominal wound infection and secondary diagnoses of cellulitis and abscess. On (B)(6) 2015 the patient was taken to surgery for removal of infected intrathecal pain pump and excisional debridement of abdominal incision. During the procedure, on opening the pump pocket, gross purulence was encountered. Culture swabs were taken. Next, the previous lumbar incision was opened. An attempt to withdraw the intrathecal catheter was unsuccessful as the catheter was stuck in place. The catheter was tied off just superficial to the lumbosacral fascia and cut. The remaining catheter was removed. The abdominal wound was sharply debrided with scalpel. Copious irrigation of both wounds was performed. The abdominal and lumbar incisions were then both closed. The patient was extubated and transported to the post anesthesia care unit in stable condition. Initially the patient was started on IV (intravenous) zosyn. The wound culture was positive for light growth beta hemolytic streptococcus group c. After communication with infectious disease on (B)(6) 2015 the antibiotic was changed to oral ampicillin (500 mg qid x2 weeks). On (B)(6) 2016 the PICC line was discontinued and the patient was discharged to home in stable condition with instructions and follow-up appointments scheduled. At discharge, the patient¿s concomitant medications included amoxicillin, gabapentin, polyethylene glycol, hydromorphone, morphine, cyclobenzaprine, docusate sodium, lidocaine, and promethazine.